Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer experienced needle exposure with leakage. The following information was provided by the initial reporter, translated from japanese to english: when the injector on 515549-zat was disengaged from the spike set, the injector needle was found to be exposed with leakage from the connection observed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-sep-2022. H6: investigation summary two injectors were provided to our quality team for investigation. Upon visual inspection, no damage or defects were found in one of the injectors, in the second sample the injector was noted to be damaged, the grips were out of place, and the injector needle was exposed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device.

Event description:
It was reported that the bd phaseal¿ injector luer experienced needle exposure with leakage. The following information was provided by the initial reporter, translated from japanese to english: when the injector on 515549-zat was disengaged from the spike set, the injector needle was found to be exposed with leakage from the connection observed.